Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter and in-house contour next one meter were tested with the in-house contour next test strips from lot #: 9jpeg13a, using a blood sample. Which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR 1810909-2020-00379.

Event description:
The customer reported that he obtained a blood glucose reading of 291 mg/dl at 11:29 a.m. With the contour next ez meter while using test strips from lot # 9jpeg13a. He performed a repeat testing at 11:31 a.m. With the contour next one meter while using test strips from lot # 9lpec54a and obtained a reading of 94 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.